Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider reported "capsular contracture grade 2-3 on left with distortion of breast implant, radiologic finding of rupture, left breast." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Patient reported a left side rupture identified via CT scan. Healthcare provider reported "capsular contracture grade 2-3 on left with distortion of breast implant, radiologic finding of rupture, left breast." Healthcare provider provided operative report which noted "on entering the left breast implant capsule, there was noted to be free silicone. The implant was noted to not be intact and the posterior circular patch was noted to be not a part of the rest of the implant shell. All of the implant and the free silicone was then removed. The capsule on the left was noted to be quite thickened." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5